Manufacturer narrative:
Device not returned.

Event description:
The surgeon was performing an si joint revision surgery to remove devices that showed lucency on a joint that had not fused. While attempting to access one of the existing implants the surgeon nicked the gluteal artery and it took approximately one hour to stop the bleeding. The devices were not involved in the adverse event; this event occurred as the surgeon was trying to access the devices. The surgeon proceeded with adding two implants to fixate the joint and replaced one of the other pre-existing implants with a larger size. The surgeon did not provide additional information on the patient status post procedure.